Manufacturer narrative:
The ge rep performed an on site investigation the hard drive was replaced. The system software and configuration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the wrong pt image was displayed. No report of pt injury.